Event description:
It was reported that the user experienced a charging issue with the ilet indicated by a blinking light, which was resolved after the agent instructed the user to place the device with the screen facing upward, resulting in a solid green light and successful charging. Customer care provided support that included phone-based troubleshooting and user education. Investigation of this case revealed that the device functioned as intended when charged in the correct orientation. No reported adverse clinical effects. Outcomes included no impact on health and no alerts or alarms. It was concluded that the event was due to use error related to charging orientation, and the device did not malfunction.